Event description:
Posterior thoracic lumbar fusion at t9-pelvis. Surgeon was attempting to make a correction to the rod angle when the tip of the rod bender broke off. All pieces were retrieved. Surgeon used another rod bender to complete procedure with no further problem. No harm to patient.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was received for evaluation.